Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Observed hair on sensor adhesive, which is an indication that sensor has been used. Sensor plug was properly seated in the mount. Extended investigation was performed on the returned sensor and dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found and showed all processes were effective. The complaint is not confirmed. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date she noticed the area where the sensor was inserted ¿itches, is swollen and sometimes weeping¿. Customer noted having contact with a healthcare provider and was advised to use sigmacort cream (hydrocortisone). No further treatment was required. There was no report of death or permanent injury associated with this event.